Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a motor device was "not working properly". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown but the reporter clarified the event occurred in 2013.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.